Manufacturer narrative:
One used device was returned for evaluation. Visual inspection detected that tube had a cut near to the connector, a wire exposed was found in the tube confirming the customer's reported problem. Functional testing was not performed. The most probable root cause is that damage occurred after the product left the facility. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silicone underneath the tracheostomy tube split near attachment on hard plastic hub and an emergency tube change had to be undertaken immediately to prevent any harm from occurring. There was no patient harm reported.